Event description:
It was reported to philips that the system was unable to boot up. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. A philips remote service engineer inspected the system remotely and observed that the geo io pc had power light out. After reviewing the log, it is found geometry errors related to the ether cat network. To resolve the problem, customer re seated connections and rebooted and replaced the geo io box. After replacing the geo io box, the system was restored to normal working order. The codes were updated based on the investigation outcome.